Event description:
It was reported that the user could not select the ¿yes¿ option to confirm visible drops during the infusion set change on the ilet, which functionally presented as a screen or user interface response issue during the supply change process; the user restarted the ilet from the app and then completed the supply change without further difficulty, indicating successful recovery through troubleshooting. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of the supply change workflow and no medical intervention. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed that a device restart restored normal operation and the infusion set change completed successfully, suggesting transient user interface unresponsiveness that was not reproduced post restart. It was concluded that the device operated as expected after restart and that no injury occurred.